Event description:
While using the green light laser during a pvp (photoselective vaporization of the prostate), the wattage decreased from 80 watts to 65 watts automatically. Physician notified, and the case continued with the lower wattage. Error code 44 on screen of machine. Company notified and bio-med aware. Maintenance from laserscope to come in to service the laser.